Event description:
Safestep huber needle did not retract, 20g x 0.75in ref lh-0031. This malfunction referenced in previous needlestick approximately 2 months ago. It was one of 2 lot #'s: asygs051 or aszes112.